Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that a balloon catheter leak occurred. Vascular access was obtained via left femoral artery using 45cm 6f non-bsc introducer sheath. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 6f mach1 guide catheter was advanced over the wire. An attempt was made to insert a 2 mm x 40 mm x 145 cm coyote es balloon catheter through the guide catheter however failed. The guide catheter was then removed and the hub of the device was found to be kinked. Without the use of a guide catheter, the balloon was advanced over the wire and crossed the lesion. The physician then performed first dilatation at 6 atmospheres in 10 seconds, a contrast agent leakage was noted under fluoroscopic guidance. The procedure was completed with an unspecified size coyote balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft detachment.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a coyote es and the mach1 guide catheter for the related complaint. There was blood on the balloon. The balloon was loosely folded. The inner shaft was buckled adjacent to the distal markerband (both sides of markerband.) The inner shaft was stretched 12mm-15mm from the proximal edge of the proximal bond/weld. The inner shaft was neck-down 12mm and 15mm from the proximal edge of the proximal bond/weld. The inner shaft was separated 17mm from the proximal bond/weld. The separated ends of the shaft were jagged and stretched, which suggests that the separation may be related to tensile overload. There were multiple kinks throughout the catheter. The distal tip was damaged. Functional testing could not be performed due to the observed damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a balloon leak occurred and not a catheter leak as previously reported.